Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR: the complaint device was returned for analysis. A visual and tactile examination of the entire device identified no kinks or damage along the shaft. The balloon was tightly folded and the stent was tightly crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. An examination of the crimped stent identified that a stent strut at the proximal end of the stent was raised and proximal edge of stent positioned 3.5mm distal to the proximal markerband. This type of damage is consistent with the stent getting caught on an object during withdrawal. No issues were noted with the middle to distal end of the stent. The outer diameter of the undamaged crimped stent was measured and is within specification. An examination of the tip section of the device identified to issues with its profile. A 0.035inch size guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 5.0x20x75cm express ld vascular stent was selected for use to treat the target lesion. However, during preparation, the physician noted that one strut was "sticked" out at the proximal edge of the stent. The procedure was completed with another express stent. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. A 5.0x20x75cm express ld vascular stent was selected for use to treat the target lesion. However, during preparation, the physician noted that one strut was "sticked" out at the proximal edge of the stent. The procedure was completed with another express stent. No patient complications were reported.